Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a skin irritation under the ECG electrode and therapy electrode pads. The area was described as red itchy spots. The patient visited her doctor and was given hydrocortisone ointment for the irritation. During a follow up, it was reported that the rash had healed.